Event description:
It was reported that there was no stimulation sensation. The patient felt stimulation was slowly going down and they were feeling it less as of (B)(6) 2015. Stimulation suddenly stopped. It was reviewed with the patient programmer that stimulation was off. The patient turned stimulation back on and increased it and they began feeling stimulation again. The issue was resolved. The patient reviewed the level they felt stimulation was on at the time of the report was higher than they were on before. It was reviewed for the patient to discuss initial loss of therapy with the healthcare provider (hcp). Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), implanted: (B)(6) 2011, product type: programmer, patient. Product ID: 8591-38, lot# c82953, implanted: (B)(6) 2011, product type: accessory. Product ID: 37092, lot# 283350001, implanted: (B)(6) 2011, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).